Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the objective lens glue of the distal end section was peeled off possibly due to by stress of repeated use, external factors or handling of the device. However, a definitive root cause was not identified. The instruction manual states the inspection method associated with the event in "chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope distal end objective lens glue had peeled off. There were no reports of patient harm.